Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed though this evaluation as the device was not returned for analysis. Moreover, a specific cause for the reported signs and symptoms of hemolysis as well as a direct correlation with the device could not be determined through this evaluation. In addition, the reported increase in pump power/estimated flow could not be confirmed through this evaluation as no system controller log files from the time of the reported event are available while a specific cause for the elevated parameters could not be determined as (B)(4) was not explanted and is not available for investigation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a clinic visit on (B)(6) 2019, the patient¿s lactic acid dehydrogenase (ldh) was found to be 911 u/l. She was instructed to call if she experienced dark urine or high pump power. The patient later presented to the hospital due to nausea and vomiting as well as hematuria and was admitted on (B)(6) 2019. Her inr on admission was 2.1, but a heparin drip was still initiated in addition to full dose aspirin and IV saline. On admission, pump power was 7.1 watts associated with an estimated flow of 8.1 liters per minute (lpm), which was higher than the patient¿s typical baseline of 6 lpm for pump power and flow. No alarms were reported in association with the event. On (B)(6) 2019, her ldh was found to be 2,243 u/l. An abdominal CT scan showed new moderate right and trace left pleural effusions, mild ascites, and body wall edema suggesting third spacing. Otherwise, there were no acute findings in the abdomen or pelvis. The patient declined a pump exchange and ultimately expired on (B)(6) 2019 due to suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 5 years, 3 months, 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist system (lvad) on (B)(6) 2014. It was reported that the patient expired due to suspect pump thrombosis. No further detail provided.